Manufacturer narrative:
(B)(4. Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. Dexcom was made aware on (B)(6) 2018 that medical intervention had occurred. The patient¿s mother stated that the insertion site became sore and swollen on (B)(6) 2018. The discomfort became unbearable and the sensor was removed on (B)(6) 2018. The reaction was located on the right side of the abdomen, spread outward from the insertion site to an unknown radius. On (B)(6) 2018 the patient¿s mother took the patient to the hospital for treatment of the skin reaction. The doctor discovered an abscess and an ultrasound was performed. Clindamycin antibiotics were prescribed for treatment. Two hours later the patient was sent to the emergency room at the same hospital and surgery was performed and the abscess was removed. Later that night the patient was released from the hospital. At the time of contact, it was indicated that the patient was stable. No additional event or patient information is available.